Event description:
It was reported that during a stent procedure the sds and stent met resistance to advancement in calcification of the lm. The stent was then withdrawn through the guiding catheter, contrary to IFU, and caused the stent to separate from the delivery system in the lm. The stent was successfully retrieved using a snare. No pt injury was reported.